Event description:
Information was received that upon opening of this smiths medical cadd solis hpca pump, the pump had older version of software. It was reported the customer's ran a full functional test and the unit exhibited accuracy problem (over delivery). It was also reported that the customer's trim the expulsor and the pump passed functional testing. No adverse effects were reported.